Manufacturer narrative:
Batch review performed on 27 august 2024. Lot 2341595: 19 items manufactured and released on 13-mar-2024. Expiration date: 2029-02-24. No anomalies found related to the problem. To date, 3 items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs department a revision surgery was performed four months after the implantation of a m-vizion monobloc stem due to stem subsidence. X-ray images clearly confirm the subsidence of the stem. The m-vizion stem had initially been implanted following a periprosthetic infection, which was treated with a two-stage procedure involving an extended trochanteric osteotomy. The bone remodeling process during the healing of the trochanteric fragment may have contributed to the stem's subsidence. This type of failure is well-documented, especially in the context of such complex surgeries, and can be attributed to several risk factors, including bone quality and lack of primary stability. We have no reason to suspect a defective or malfunctioning device.

Event description:
Revision surgery for m-vizion monoblock subsidence at about 4 months from a precedent revision surgery for infection. During the surgery the stem was found loose in the femur. Head and stem revised successfully.